Manufacturer narrative:
(B)(4). This complaint for damaged was confirmed, and cause code was determined as use error. In the event description it was reported that the patient ran over the tubing with a wheelchair and damaged the tubing. The cause could be identified because there is enough information in the sample evaluation and event description to determine an assignable cause code.per the patient at-home guide, users are instructed not to¿use damaged sets and it can result in contamination of the fluid or fluid pathways.

Event description:
The customer contacted baxter's service center regarding assistance ending therapy, which occurred on the homechoice (hc) during use. There were no alarms. The home patient (hp) accidently ran over tubing with wheelchair and punctured a line. Ended therapy. Cycle unknown. The hp was tiring to bypass to end of therapy and was then showing 8 cycles, and ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.